Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the main printed circuit board (pcb) was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that items in the upper right part of the programmer display could not be selected, and the stylus could not be calibrated. The programmer was returned for service. There was no patient involvement.